Event description:
In 2009, the pt reported that she experienced elevated blood glucose the previous day and she found that the infusion tubing had become disconnected from the infusion device. She reconnected the infusion tubing and had no further issues. She stated that the infusion tubing did not appear to be damaged. She felt that she had not properly tightened the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.